Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt expired. The cause of death was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.